Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The device distal end tested positive for 4 colony forming unit of micrococcaceae and all the channels tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the require target levels established by the french regulation of july 4, 2016. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses clinalkan detergent, suctions water out of the channels and flushes out the air/water channel, and auxiliary washing channel. During manual cleaning, the customer used clinalkan detergent with cleaning brush to brush the operating channel, and the suction pistons/cylinders. The customer reported that no manual disinfection was performed. For automated endoscope reprocessor (aer) treatment, the etd 4 washer along with endodet detergent and endodis disinfectant was used. The scope was stored vertically and horizontally in a plasmatyphoon dryer and olympus is the customer¿s maintenance company. The scope was not sterilized. The customer suspected device was returned for investigation. Upon evaluation of the returned device the no fault or issue was found with the scope. The device was returned to the user facility without repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope tested positive for 6 colony forming unit (cfu) of staphylococcus aurerus on jan 09, 2023, and tested positive for 30 colony forming unit (cfu) of unspecific micro-organisms species on jan 18, 2023. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-ue160-al5 describes how to reprocess in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection and sterilization procedures". Chapter "cleaning and disinfection equipment". Olympus will continue to monitor field performance for this device.